Manufacturer narrative:
The device was not received for evaluation and it was reported that the device is not available for return; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. The event description provided by the distributor indicates operator error as a contributing factor to the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
They deployed the stent and as they were coming out the device got stuck on the wire and so they have to pull everything out but procedure was successful and they were no patient complications. They ended the procedure with just deploying the stent and using a balloon but the wire came out with the stent. Rep asked md to only use a .035 wire with the innova deployment system. He decided to remove over the .014 wire. Rep explained to him the possibility of the deployment system becoming stuck on the wire. The deployment system worked as designed. This was operator error. Was it necessary to use any additional manipulation to the deployment system in order to deploy the stent? No. Was the stent stretched or elongated as a result of this event? No elongation of the stent. Was this an ipsilateral, contralateral or antegrade approach? Contralateral approach was the lesion pre-dilated? Yes lesion was pre dilated.